Event description:
A patient reported blood glucose results of 539 mg/dl, 139 mg/dl, and 239 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology the calculated diffierence of these glucose results exceeds the expected value of <=20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.

Event description:
A patient reported blood glucose results of 539 mg/dl, 139 mg/dl, and 239 mg/dl with a lifescan meter, performed within 10 minutes of each other.